Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "fatigue fracture of component can occur as a result of loss of fixation strenuous activity, malalignment, trauma, non-union, or excessive weight" this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02125 / 02126). One clip was reported to have fractured. Two clips were implanted. It is unknown if this is the device that had fractured. Additional event for this patient reported on medwatch number 1825034-2016-02127. Product location unknown.

Event description:
Patient underwent a revision procedure of femoral orthopedic salvage system approximately two months post-implantation due to clip fracture. The clip fractured caused an extension deficit after the clip moved to the joint.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
No devices were returned for evaluation, therefore the condition of the device is unknown. Review of device history records show that lot released with no recorded anomaly or deviation. This device is used for treatment. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "fatigue fracture of component can occur as a result of loss of fixation strenuous activity, malalignment, trauma, non-union, or excessive weight." Root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This device has been confirmed as the device that fractured during the event.